Event description:
Patient undergoing ercp (endoscopic retrograde cholangiopancreatography). Equipment malfunction intraoperatively. Equipment was switched out. No harm to the patient. Truetome 44 30mm cute wire did not trigger to cut during procedure when hooked up to erbe machine. New erbe machine was brought into procedure room, tome was plugged in and still did not fire. Boston scientific rep stated it could have possibly been the tome we were using, so we immediately removed from patient, swapped it out for a new tome and it successfully fired. Boston scientific truetome 44-30mm cut wire 4.4f x 30mm, gtin: (B)(4), ref: m00584180, lot: 34902720.